Event description:
Reporter alleged blood glucose measured 277 mg/dl back to back with a result of 114 mg/dl when tests were performed within < 5 minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.